Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.